Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis was unable to confirm the reported event of dehiscence. There were no malfunctions identified during analysis. The reported patient symptom is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual inspection of the pump did not reveal any damages. The pump also performed within specification during functional analysis. The cylinders were visually inspected without identifying any visual damages. Functional testing of the cylinders did not identify any malfunction with the component. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists wound dehiscence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced scrotal dehiscence with an inflatable penile prosthesis (ipp). It was indicated that the incision was initially closed in three layers. The physician did not consider the patient had an infection. There were no device issues; however, the physician decided to remove and replace the cylinders and pump. The patient was expected to fully recover.

Event description:
It was reported that the patient experienced scrotal dehiscence with an inflatable penile prosthesis (ipp). It was indicated that the incision was initially closed in three layers. The physician did not consider the patient had an infection. There were no device issues; however, the physician decided to remove and replace the cylinders and pump. The patient was expected to fully recover.